Event description:
This report is for two such events that have happened this year, one in (B)(6) and one in (B)(6). Nurses have discovered body fluids including blood and urine leaking out of gurney mattresses. In one of the two events, the liquid leaking out was actually cleaning and disinfectant fluid. In both cases, there were cracks and holes found in the mattresses. These mattresses were used on two brands of gurneys. However, the mattresses had no identifying lettering or marking to indicate who the manufacturer was. Because of these events, our facility has taken steps to make closer inspections of bed and gurney mattresses. We are working with our infection control nurses to educate staff to help in this effort.